Event description:
New information received states that the rv lead was dislodged during a procedure to remove the device. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted due to dislodgement. No further information available at this time.